Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time and date were incorrect, cause was due to pump reset. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.